Event description:
It was reported that an ilet user contacted support because dinner meals would be smaller and she was concerned about hypoglycemia if she continued announcing usual meals; the agent advised and completed a fresh start so the pump could relearn dinner insulin needs, and an alert code 60 on the ilet was noted. Symptoms included hypoglycemia with unclear cause. Outcomes included troubleshooting and education completed without hospitalization. Investigation included guided device setup and workflow review with the user. Investigation of this case revealed no device malfunction identified and that user-specific therapy adaptation was addressed through the fresh start procedure. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.